Event description:
On (B)(6) 2018 a patient reported dehiscence of the insertion site wound. The patient noted that the insertion site was not completely healed and hence the sensor was partially visible. The sensor was successfully removed by the patient itself and subsequently the wound has healed completely.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not defective. Potential for wound dehiscence at the the insertion site is a known and anticipated potential adverse effect.there is no remedial action/corrective action/preventive action/field safety corrective action required in this case as the device is not defective.the sensor was removed successfully and the wound has completely healed.